Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that the a cartridge leaked. Customer's blood glucose level was 350 mg/ dl. Reportedly, the customer loaded a new cartridge to resolve the issue and resume insulin delivery.